Manufacturer narrative:
The device with the lens was returned in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to the nozzle entry area. The plunger has underrode the lens, and the lens is located at the nozzle entry area. The lens was rotated toward the left on top of the plunger. The optic is scraped. The right side of the optic is broken/folded under on top of the plunger. The trailing haptic is twisted and positioned on the left of the plunger. The leading haptic is bent toward the left and folded onto the misfolded optic. The device tip is severely damaged. The posterior of the tip has a stress formation that enlarges into a long aneurysm beginning at mid-nozzle and progresses through the thick nozzle wall and beyond the wound guard. This aneurysm has torn and stretched the device tip. The anterior of the device tip was bent backward. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. After removal from the device it was noted that the lens optic was broken into four portions. The scrape marks are located on the posterior of the optic. The coating was disrupted where the tip was bent backward. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The reported scratch damage was observed. A plunger underride was also observed. The root cause cannot be determined. Severe tip damage was observed to the device. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the bottom of the nozzle started in the thick wall cone area of the nozzle. The damage extended through the thick would guard area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. The observed device damage would indicate the lens and/or plunger were not in acceptable positions for advancement. It is unknown if the qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger underride may occur: ¿ due to rapid advancement faster than the dfu recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the plunger in a preloaded intraocular lens (iol) delivery system became jammed. The plunger then scratched the lens. Additional information was requested.